Manufacturer narrative:
Examination of the returned shell found it to meet specification. It appears product left biomet control as conforming.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not seat into the acetabular cup. Four different liners were attempted without success. It was noted the locking ring was sheared. The acetabular cup was removed and a new acetabular cup and liner were utilized to complete the procedure. A 45-60 minute delay occurred.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings it states,: "prior to seating the liner into the shell component, all surgical debris (tissue fragments, etc.) Must be removed from the interior of the shell component, as debris may inhibit the locking mechanism from engaging and securing the liner into the shell component."